Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced due to battery depletion. It was also noted that the electrode impedances were ¿abnormal¿ and that the lead was also replaced. During removal the lead component broke. The manufacturer¿s representative was happy with the lead positioning. Patient symptom of less than 50% therapy relief (at the lead location) was reported associated with the event issue. The patient was then implanted with a prime cell ins for ¿pelvic floor dysfunction¿ with 2 leads implanted with 4 electrodes. Following the replacement, the stimulation on both programs was adjusted. They had 2 programs, one for each side. On program 1 the patient increased the stimulation to 3.2 where they started to feel it in towards the front. On program 2 at 2.10 the patient felt the stimulation in the back on the left. The patient was reported as getting good stimulation and they had recovered well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# v008570, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# v008570, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-33, lot# v008570, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# v008570, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Type of reportable event: "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.